Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment and cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box showed multiple pump reboot events on (B)(6) 2015 along with a call service 054 error on (B)(6) 2015 at 03:38. The slot on top of the battery cap was worn. There was evidence of moisture contamination on the underside of the battery cap. The battery compartment had cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.